Manufacturer narrative:
Concomitant medical product: 4968-25 lead, implanted: (B)(6) 2017; w1tr05 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, the patient was symptomatic vomiting, seeing spots and low energy. Upon review of remote transmission it was noted that the rv lead exhibited high sensing integrity counter (sic), high thresholds, no capture, high impedance, noise, oversensing, and suspected fracture. The rv lead was inactivated and a new rv lead was implanted. No further patient complications have been reported as a result of this event.